Event description:
A caller reported damage to the pump housing and usb, specifically at the usb port and pins. The damage affected the ability to charge the pump and led to a shutdown, but there was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support decided to replace the pump. The customer did not have a backup insulin therapy available and planned to contact a healthcare provider.